Event description:
It was reported that patient was revised on a right hip due to dislocation and nonunion of trochanteric fracture.

Manufacturer narrative:
An event regarding dislocation involving a trident 0 deg x3 insert 32mm ID was reported. The reported event involves a right hip revision due to dislocation and nonunion of a trochanteric fracture. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.

Event description:
It was reported that patient was revised on a right hip due to dislocation and nonunion of trochanteric fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.